Event description:
It was reported that the patient underwent a decompression l4-5 with bilateral lateral recess foraminal decompression, segmental instrumentation, l4-5, with a pedicle screw system, posterolateral fusion, intertransverse process, l4-5, posterior interbody fusion l4-5 with 9x37mm peek cage, bone grafting with locally collected autograft, morselized, supplemented with rhbmp-2/acs and 15ml of can cellous chips. The bmp was cut into 6 strips and 2 strips were put into the cage. An additional strip was placed deep into the disc space before the cage was implanted. The cage was then impacted into position. The autograft bone was packed behind the cage. A strip of bmp was placed between the transverse processes followed by autograft on the right side and allograft chips on the left side. Another strip of bmp was placed on top of "all our bone". At 189 days post-op, the patient reported recurrent or new left leg pain. A lumbar myelogram showed mild grade 1 spondylolisthesis of l4 on l5 without evidence of dynamic instability. The bones are intact without fracture or focal lesion. The patient is status post discectomy with interbody fusion at l4-5 level. At the l4-l5 level, interbody fusion material abnormally extends dorsal to the posterior cortex of l4 and l5 into the anterior epidural space. Anterior epidural smooth filling defect is also noted at l3-4. Cauda equina unremarkable. Disc spaces otherwise preserved in height. At 197 days post-op, the patient came in for follow up after CT myelogram, it was explained that she has solid fusion, the persistent leg pain could be coming from bony impingement at fused level. Transforaminal injection at this level is recommended by surgeon. At 225 days post-op, office notes indicate that the patient had relief from pain following injection, however it was only temporary, now reporting significant pain. Bone spur at l4-5 on the left coming off the area where the interbody fusion was performed. Surgeon recommended decompression of the nerve root on the left side of l4-5. At 233 days post-op, the patient underwent a l4-l5 left sided decompression. The bony overgrowth was encountered just medial to the exiting nerve root. At 85 days after the revision decompression, the patient reported low back pain, bilateral hip pain, and left leg numbness. An MRI of lumbar spine without contrast was performed and indicated that alignment is normal. Conus medullaris and cauda equina are normal. Changes in the dorsal paraspinous soft tissues of the low back are noted. L1/2, l2/3, l3/4 levels normal, l4/5 instrumented fusion and wide posterior decompression, l5/s1 minimal broad-based disc bulge, eccentric to the right. No nerve root impingent. At 407 days after the revision decompression, the patient underwent a lumbar myelogram and post myelogram CT. Findings: l2-3 minimal broad based disc bulge without foraminal narrowing or central stenosis. L3-4 mild broad based disc bulge that minimally deforms the thecal sac anteriorly with minimal foraminal narrowing. L4-5 the patient is status post laminectomy, anterior fusion and pedicle screw and rod fixation from l4-l5 bone graft material continues to extend into the left lateral recess and neural foramen but slightly less than the prior study. L5-s1 there is schmor's node in the superior endplate of s1. No central stenosis or foraminal narrowing. No abnormality with respect to pedicle screws. Plane film myelogram demonstrates very minimal extradural defect on the right at l5-s1. Also mild anterior extradural defect at l4-5. At 411 days after the revision decompression, the patient underwent removal of instrumentation and exploration of fusion mass. Reinstrumentation at l4-5 with posterolateral fusion at l4-5 bilaterally with locally collected autograft. Repeated decompression of left l5-s1. Pseudoarthrosis was noted at l4/5, area was cleaned up and prepared for posterolateral fusion with interbody cage.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified surgery. No additional information was reported.

Event description:
Reportedly, "the material overgrew into my spine causing nerve compression resulting in permanent numbness and debilitating pain in my left leg and foot. I had two surgeries to remove overgrowth of fusion material. The infusion material failed to fuse and therefore led to additonal surgery to refuse the discs. Before surgery I had no pain in my lower back and now it is extremely painful to stand or sit for over 20 minutes and I can not walk more than 20 feeet without stopping due to back pain."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6), 2010, the patient underwent a posterior lumbar interbody fusion, l4-l5 levels, using a peek cage was used with rhbmp-2/acs, which was administered outside of the spacer cage entirely. Sometime postop, the patient began to experience increased pain in her left leg, thigh, and groin. Imaging studies ultimately showed the patient had developed uncontrolled bone growth with neural compression at or near the site of the (B)(6), 2010 surgery. A (B)(6), 2010 CT myelogram demonstrated interbody fusion material abnormally extending dorsal to the posterior cortex of the l4 and l5 levels into the anterior epidural space. On (B)(6), 2010, the patient underwent a revision surgery to remove the bone overgrowth. Despite this revision surgery, the bone overgrowth returned, and the patient required further revision surgeries on or about (B)(6), 2012. The patient continues to experience back and leg pain, numbness, and immobility. The patient reportedly takes daily analgesic and anti-neuropathic drugs, and walks with a cane, and is no longer able to work; she is considered permanently disabled.

Manufacturer narrative:
Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.

Manufacturer narrative:
(B)(6). (B)(4) pseudoarthrosis.